Event description:
It was reported that the balloon fell off the scope and into the patient's lung during an endobronchial ultrasound (ebus) procedure. The balloon was retrieved using forceps. The patient reportedly recovered without issue. The following patient identifier is linked:(B)(6).

Event description:
This report is being supplemented to provide a correction to the registration site number. The correct registration site number for us importer is (B)(4) and not the manufacturer number it was submitted under.